Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with top case was counterfeit. Event history log review was performed and found evidence of reported problem. Visual inspection, multiple flow, occlusion tests and checking force calibration were performed. Investigation could not repeat customer stated problem and the force calibration was in factory spec. Investigator replaced the pump force sensor and plunger cable as a preventative measure, parts were over 9 years old. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited system failure. No adverse effects were reported.